Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient, who was just implanted yesterday ((B)(6) 2023) was unable to go to their wallet to look for their temporary ID card to give their ins serial number because they "couldn't walk" because they were in too much pain at the implant incision site. The patient stated last night when they were watching tv, they started feeling "really weird" and their whole body got overheated so their son told them to stand in the freezer so they would feel better and the patient stated it made them feel better. The patient stated they also at the same time, felt near where the "little incision" was by their spine a "vibration" but that has also since went away. The patient stated when they connected to their settings last night they were at 0.4 ma and that both the trial and their current implant was helping their pressure from their overactive bladder symptoms but they were just in "so much pain." The patient stated they were in "like a lot of pain" at their ins site and when they looked at it, it looked "juicy" but that their son told them it did not look infected. The patient stated they were speaking with a nurse at their managing health care provider (hcp) office in their mychart (please understand the patient was very confusing when recounting their conversation with the nurse.) The patient stated the nurse told them to take tylenol but the tylenol wasn't doing anything for their pain. The patient stated the nurse told the patient to watch their temperature. At one point the patient stated the nurse told the patient they probably wouldn't see their surgeon but they'd probably see the doctor who they saw before they got the implant but the patient also stated they told the nurse they were concerned about not being given prophylactic antibiotics and the patient was concerned the nurse said to them that the doctor may need put the patient under again and give the patient a new battery. Patient services tried to determine if the patient misunderstood what the nurse said but the patient was concerned that the nurse really did say they'd need another surgery so they were waiting for a reply from the nurse in the morning. The patient stated they had a follow up appointment on (B)(6) 2023. Patient services redirected the patient to follow up with their hcp office in the morning and reviewed with the patient to seek medical attention if their pain worsened or if they developed a fever or showed signs of infection. The patient declined connecting to their settings to check for their ins serial number at the time of the call because they were in too much pain. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. They reported that the reason for call was since implant the patient's body has been overheating when they increase stimulation and then they feel like they are about to pass out. Patient said that they can't even move up in their settings to help with therapy because they feel a strong vibration and then immediately start getting overheated. Patient said right after implant, they could feel the heat at the implant site only but now they feel overwhelmingly heated. Patient also mentioned that they feel metal in their taste buds, up into their head. They also have been putting their head in the refrigerator to help with feeling overheated. Patient said they didn't feel like this during the trial. Patient said they have tried different programs and when they did, they couldn't increase stimulation at all without feeling a strong vibration and feeling heat. Patient said they spoke with the hcp/nurse and they told patient to decrease stim which helped but now they're worried if they ever need to increase stimulation, they won't be able to. When they called their doctor's office again, the hcp told the patient to contact medtronic and also ruled out an infection saying that the patient was healing perfectly. Patient service specialist reviewed information about the device and redirected patient to their healthcare provider to coordinate an appointment with their doctor to check the device. Emailed field staff as well to notify them of situation, as patient mentioned hcp didn't know much about how to manage the ins.

Event description:
Additional information was received from the manufacturer representative (rep) and patient. The rep stated they have reached out to the patient numerous times and they hang up when the rep calls. The rep stated they will continue to try and suggest that they are seen in office when the rep is there. The patient stated they have contacted their doctor on a lot of dates. The cause of the heat from the implant site was not determined. The cause of the vibrations was also not determined. When asked what steps were taken to resolve the issue, they reported it was turned off for the next 2 weeks "(B)(6) 2023". The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.